Manufacturer narrative:
Company representative evaluated the system. Corrections included reconnecting all the audio wires and the problem was resolved. System was tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's audio, which may have affected telemetry monitoring. No patient injury was reported.